Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient will likely be having their ins moved today to a more comfortable place. The patient lost weight and now the location of the ins was uncomfortable. The revision has not yet occurred, but the revision is planned for (B)(6) 2018. The caller wanted information regarding tunneling/operating a specific extension. Product compatibility guidelines were reviewed. It was asked but was unknown when the pocket discomfort began. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient's weight at the time of the event was unknown and would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.